Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. No prime/fill anomaly noted. No stuck button alarm/button error alarm noted. No unresponsive buttons noted. All buttons function properly. No damage noted on the keypad traces. During visual inspection, found the j1 keypad connector on electrical board was properly locked. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and insulin flow block alarm. The customer stated that the numbers was not ramping or the scroll bar was not moving up or down with no input from the user. The customer stated that there was no response from any button. The customer stated insulin exited after running load reservoir or fill tubing process as insulin pump alarmed. No harm requiring medical intervention was reported. The device will be returned for analysis.